Event description:
Complainant alleged that during biomed testing, the device would intermittently not power up. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Manufacturer narrative:
The device was returned to zoll medical corporation. During the investigation it was noted that the reported issue regarding the device intermittently not powering on was verified during our evaluation. It was found that the ac charger was at fault and was replaced to remedy the issue. Further evaluation of the ac charger did not determine the root cause, and the ac charger was scrapped. No emerging trend based on similar reports.